Manufacturer narrative:
Device evaluation: one used sample was returned for evaluation. Visual inspection and functional evaluation confirmed the report of leak as the tubing was detached from the cross-spike. An investigation has been initiated to determine the root cause of the confirmed product failure. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during patient infusion, the unit presented a nutrition leakage at the spike. There was no patient harm reported.

Manufacturer narrative:
Additional information: h2, h3, h4, h6. Investigation summary: the customer reported that during patient infusion, the unit presented a nutrition leakage at the spike. There was no patient injury/harm reported. The report refers to product code 775100, epump cross spike feed & flush, with lot number 202510046. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The reported device was not returned for evaluation; however, a photograph was provided by the customer. Visual evaluation of the photograph confirmed the report of leak at the tubing and cross-spike connection. An investigation has been initiated to determine the root cause of the confirmed leak at the tubing and cross-spike connection. Additional action is not required at this time. The complaint will be used for tracking and trending purposes.